Event description:
During an ipg replacement on (B)(6) 2024, (related manufacturer reference number 3006705815-2024-03647) system diagnostic recorded high impedances. As a result, the extensions were explanted and replaced to address the issue.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.